Event description:
It was reported that a patient underwent an obturator sling procedure in 2009. A week after placing the sling, the patient experienced pain on her left side. The patient was examined by the doctor and was subsequently referred to a urologist and was put on a course of antibiotics. The urethra was intact and a decision was made to remove the tape as there appeared to be a type of abscess at the skin exit point on the left side. On removal of the tape, there was no presence of pus and the tape was freed with ease. The patient has recovered from the infection after treatment with ciprofloxacin. A portion of the tape was sent for mc&s after a klebsiella bacteria was cultured. The patient's pre-operative condition has worsened and patient now urinates sideways. A tvt procedure is planned in the future.

Manufacturer narrative:
Voiding dysfunction, wound infection. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.